Manufacturer narrative:
A system checkout is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the imaging system could not transfer the image to the navigation system. There was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. No problems were detected. If information is provided in the future, a supplemental report will be issued.